Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no applicable imagery or device was provided for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as the customer reported there was, ''calcium in the landing zone''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the balloon ruptured. The balloon was about 80% inflated. The balloon was removed with no difficulties intact from the body. The valve was post dilated for full expansion with a 25mm non-ew balloon. There was minimal calcium in the landing zone. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.